Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs : 00595001702 femoral component precoat size g right lot# 60403802. MDR: 0001822565-2021-01857. 00588604717 trabecular metalâ cruciate retaining monoblock tibial component: blue, size 7 c-h, 17mm 60320522. MDR: 3005751028-2021-00052.

Event description:
It was reported a patient underwent a right knee arthroplasty. Patient fell and ruptured his pcl resulting in instability and was revised approximately fourteen (14) years nine (9) months post primary implantation. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned or no photographs were provided; visual and dimensional evaluations could not be performed. Review of device history records identified no deviations or anomalies during manufacturing. X-rays were provided and assessed but were not send to mmi as revision was 15 years after initial and injury was to soft tissue cannot be visualized on x-ray. Sending images would not enhance investigation. This complaint cannot be confirmed. The patient was reported to have a fall but it is unknown what caused the fall and hence root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report